Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the device was returned and analyzed. Analysis of the device was inconclusive. (B)(4).

Event description:
It was reported that during a routine follow up visit the device could not be interrogated. Battery depletion was suspected. The patient was admitted to the hospital and the device was explanted and replaced. No patient complications have been reported as a result of this event.